Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) is broken, the fibre bonding in the outer tube area (distal end) is damaged, and the outer tube has a dent. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device (r-unit) is broken and therefore the image is green. The most probable cause of the fibre bonding in the outer tube area (distal end) is damaged, and the outer tube has a dent was traced to a component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had green image. The issue was identified during inspection for use. There were no reports of patient involvement.